Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 980 ventilator generated a oxygen (o2) reading error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). Covidien was not authorized to service the device.

Event description:
The customer reported that, the ventilator was called in by mistake. The ventilator is not available for service.